Event description:
While getting out of her car, the customer went to drive forward and then in reverse and while in reverse the amigo took off and didn't stop until it hit a curb and then tipped over.

Manufacturer narrative:
Customer alleged that upon opening van to exit out, she went forward and then reverse and hit the curb and tipped over.